Event description:
Consumer reported via social media that upon removal she had an unspecified number of tampons fall apart inside her vaginal cavity. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Manufacturer narrative:
Consumer emailed photos of two packages of click tampons which included possible lot codes but it's unknown which package had the problem. Due to this we are not able to identify the exact package or absorbency. The two possible lot codes are nn132313d0220 and nn207613a0847. Additional narrative: the two possible lot codes received from the consumer, nn132313d0220 and nn207613a0847, were investigated. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.